Event description:
The pt had been implanted with leads from a competitor and an advanced bionics spinal cord stimulator. The leads exhibited high impedances. The physician decided to explant the system and reimplant with a new advanced bionics spinal cord stimulator.

Manufacturer narrative:
The product was discarded by the medical center and will not be returned for eval. This is the final report.